Event description:
Complainant alleged that during biomed testing, the device displayed a "defib error code 11" and a "defib error spi" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for eval and this complaint is still under investigation.